Event description:
The patient reported multiple red alarms and decided to switch the freedom drivers. No reported adverse impact to patient.

Event description:
The patient reported multiple red alarms and decided to switch the freedom drivers. No reported adverse impact to patient.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of external and internal components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing included an extended observation run of approximately five days. The drive functioned as designed and the multiple fault alarms could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated during testing; the root cause of the reported fault alarms was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. No evidence of a device malfunction was found and the driver functioned as intended. Patient was switched to a backup driver without any adverse impact reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.